Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels, however, a specific bg value was not provided. Customer alleged the pump was not ¿very good at helping address high¿ bg levels. Although requested, the customer declined to provide additional information and declined troubleshooting with tandem technical support.